Event description:
It was reported that episodes of non-sustained rv oversensing due to noise immediately after implant were observed. The patient is non-dependent and was asymptomatic. The noise was reproducible when the patient moved his left arm. High, out of range pacing lead impedance was also noted, but stabilized after. The set screw issue was suspected. During revision, lead was easily removed from the header. Lead was cleaned and reconnected. No further lead noise was detected.

Manufacturer narrative:
.